Event description:
It was reported that t:slim x2 pump battery would not charge even when different charging cables, wall adapters, and a working outlet were used, and pump did not recognize charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and technical support arranged replacement pump shipment after confirming warranty status and shipping address.